Event description:
The device was applied during a hernia procedure. Reportedly, the instrument did not fire properly.

Manufacturer narrative:
10/3/96-submission of supplemental report with add'l info entered in the following areas: d-7,d-8,d-9,g-4,h-3 and h-6.